Manufacturer narrative:
D9: date received changed to 13april2021. H3: yes. Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. Retained and returned devices were also tested with hcg-negative clinical serum samples. The results were read at 5 and 6 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. No information regarding technique, storage, or handling could be obtained. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The initial report was that there were 8 false positives without additional details. On 4/15/21, the distributor clarified that that there were 3 patients involved on 2 separate dates. This MDR is being updated to reflect the event occurring on (B)(6) 2021 with a single patient. Associated mdrs 2027969-2021-00042, 2027969-2021-00043 documenting the 2 additional patients impacted.

Manufacturer narrative:
B3: 01/20/2021 b5: the initial report was that there were 8 false positives without additional details. On 4/15/21, the distributor clarified that that there were 3 patients involved on 2 separate dates. This MDR is being updated to reflect the event occurring on 1/20/2021 with a single patient. Mdrs 2027969-2021-00042, 2027969-2021-00043 will be submitted to document the 2 additional patients impacted. B6: date of hcg test 01/20/2021. Associated mdrs 2027969-2021-00042, 2027969-2021-00043 documenting the 2 additional patients impacted.

Manufacturer narrative:
Results pending the completion of the investigation.

Event description:
The customer reported numerous false positives when using the cardinal health rapid test hcg combo test, on one lot with no confirmatory information provided. There was no injury that occurred. Information regarding exact number of patients involved or number of false positive results obtained were not provided.